Event description:
Caller reported a malfunction on the pump with code malf 12. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support provided information to the caller on how to reset the pump, and assisted them in successfully resetting it. The malfunction code did not recur after the reset, allowing the customer to continue using the pump. The caller was advised to contact technical support again if any malfunction codes reappeared, which the caller understood.